Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Events reported: 2210968-2021-11044, 2210968-2021-11045, 2210968-2021-11053.

Event description:
It was reported that a patient underwent an unknown procedure on unknown date and suture was used. During the procedure, it was reported to the sales rep that over the last year during unknown heart procedures that the suture keeps breaking while tying. Unknown as to exactly how many times this has happened. There were no patient consequences reported. No additional information was provided.